Manufacturer narrative:
Evaluation summary: no data regarding products identity was indicated for the events, nor samples returned, therefore, the condition of the products could not be determined. Because no lot/s or serial numbers were indicated for the event the device history record (DHR) could not be reviewed. The root cause cannot be determined. No further information is expected. Zip code is not indicated at this time. (B)(4).

Event description:
During a conference presentation, a physician reported that following glaucoma filtration device (gfd) implant procedures, the gfd touched the iris of twelve eyes . Three of the eyes were pseudophakic and nine of the eyes were phakic. No further information is expected.